Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc yet. A good faith effort to obtain the information is in progress, but it was not available yet.

Event description:
A thrombus was reported. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. During the procedure, the physician mentioned that heparin wasn't given before going transseptal with the versacross. After crossing, a clot was noted on the pigtail. The physician had to remove the pigtail and the watchman double curve sheath and aspirate. A new double curve sheath and pigtail were opened, and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis.